Event description:
During a tfn procedure, the helical blade would not advance through the hole in the nail. The locking mechanism was not deployed, and was in the correct position. The helical blade was hitting against the distal part of the screw hole. The surgeon then realized that the guide wire was off-center. The surgeon removed the guide wire and helical blade, and tightened blade guide sleeve assembly. Surgeon then repositioned the guide wire to the center of the hole. The surgeon was able to implant a shorter helical blade in the same nail with no further problem, and no harm to the patient. This is 2 of 3 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of synthes device history records for manufacturing revealed no complaint related issues.